Event description:
The customer reported during calibration the unit generated multiple error codes. (1106 machine sensor calibration data error, 1107 proximal pressure sensor calibration data error, 1110 oxygen pressure sensor calibration data error, 110e air flow sensor calibration data error, 110f oxygen flow sensor calibration data error, 1113 barometer calibration data error, 1105 alarm light emitting diode (led) failure, 1102 primary alarm failure). The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 22oct2019. Date of report: 23oct2019. The field service engineer performed troubleshooting and confirmed the reported problem. The field service engineer then replaced the central processing unit (cpu) to resolved the issue, but replacing the cpu only partially resolved the problem, oxygen test was still not passing. The fse reviewed and corrected test circuit in which the unit then passed both the air and oxygen flow testing. Flow test passed after correcting the test set up. The unit was back in full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 08aug2019.

Event description:
The customer reported during calibration the unit generated multiple error codes. (1106 machine sensor calibration data error, 1107 proximal pressure sensor calibration data error, 1110 oxygen pressure sensor calibration data error, 110e air flow sensor calibration data error, 110f oxygen flow sensor calibration data error, 1113 barometer calibration data error, 1105 alarm light emitting diode (led) failure, 1102 primary alarm failure). The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.